Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled wire was confirmed and the cause was determined to be use related. The product returned for evaluation was the stiffening stylet for a 4fr powermidline catheter. The stylet had been partially withdrawn through the septum of the t-lock assembly and contained a kink at the proximal face of the septum. Gross visual evaluation confirmed that the core wire had separated from the coil wire at the distal tip of the wire. Microscopic examination of the break site found that the coil wire remained tightly coiled throughout and examination of the fracture site of the coil wire found shearing evidence and localized plastic deformation of the wire. The wire contained a reflective surface indicative of contact with a hard and sharp object. The observed damage was characteristic of the stylet having been cut. In addition to a warning provided in the product IFU, a red hang tag on the stylet indicates ¿do not cut stylet¿. A lot history review (lhr) of rebw1158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn was placing the midline and cut the catheter to 13cm. It was stated that when pulling the guidewire back through the rubber stopper it began to unravel. The catheter was removed and a new device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facilit was placing the midline and cut the catheter to 13cm. It was stated that when pulling the guidewire back through the rubber stopper it began to unravel. The catheter was removed and a new device was used to complete the procedure. No patient injury reported.